Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 3.00mm/ 1.5cm/ 140cm small peripheral balloon was selected for use. During procedure, it was noted that the balloon ruptured upon third inflation at 10atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was good post procedure.